Event description:
Unomedical reference number (B)(4). Event occurred in the united state. On (B)(6) 2024, the patient reported the event of incorrect insertion of infusion set cannula with 6 infusion sets which cause leakage at site. No further information available.

Manufacturer narrative:
MDR 8021545-2024-00616 - device 5 of 6. E1: patient city: philadelphia. Patient country: united states.